Manufacturer narrative:
A manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: based on the images provided, the filter was demonstrated in an upright position within the ivc and a bent filter arm was identified prior to filter capture into the retrieval sheath, can be confirmed. However, due to poor image quality the identity of the filter or number of limbs attached the filter, filter limb perforation of the ivc wall and successful filter removal cannot be confirmed. Conclusion: the device was not returned. Images were provided. Based on the image review, material deformation can be confirmed as an arm appeared to be bent prior to retraction inside the retrieval sheath. Limb perforation could not be confirmed as CT images were not provided. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. Updated: conclusions. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No device, no medical records and no images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately nine years post vena cava filter deployment, a CT scan demonstrated three filter legs were allegedly discovered to have extended beyond the caval wall. The filter legs were penetrating the vertebrae, the duodenum and one filter leg was close to the heart, but not penetrating the heart. The filter was successfully captured and retrieved without difficulty and no extravasation present in the post vena cavagram.